Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Block h11: the returned urinary diversion stent was retuned and the evaluation noted that the renal coil was kinked. The problem found encountered is attributed to the use failure "excessive force is used to place the stent over the guidewire" this problem is covered in the task analysis and mitigated per instructions for use (warnings) as a result the device gets damaged during preparation (kinked). Based on the most relevant information, it is possible to conclude that there was evidence of unintended use related with the event reported "stent kinked". It is probable that the problem was caused due to the interaction between the guidewire and the stent device as well, such as the handling of the device could have contributed with the complaint event reported. Based on the analysis results, the most probable cause is "unintended use error cause or contributed to event".

Event description:
It was reported that, during the procedure a percuflex urinary diversion ureteral stent was used, and the stent was kinked.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked.

Event description:
It was reported that, during the procedure a percuflex urinary diversion ureteral stent was used, and the stent was kinked.